Event description:
It was reported that pump experienced repeated malfunctions identified as malf 12, with no notable events occurring beforehand and with at least three prior occurrences on same pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.